Manufacturer narrative:
The perforation was initially reported as occurring with two leads but later was reported as occurring on only one lead. The lead involved in the event, model 7122q/58, sn (B)(4) was reported under MDR number 2938836-2013-03836. Lead model 7122q/58, sn (B)(4) was the replacement lead and remains implanted.

Event description:
It was reported that after the lead implant, the patient developed a pericardial effusion due to perforation. Pericardiocentesis resolved the issue.

Manufacturer narrative:
No medwatch form was received.